Manufacturer narrative:
Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint.

Event description:
Pseudoseptic reaction [inflammation]. Knee effusion [joint effusion]. Case description: a spontaneous report was received on (B)(6) 2009 from a healthcare provider (hcp) via a genzyme company rep regarding a pt who experienced pseudosepsis symptoms and knee effusion after receiving synvisc one. On an unk date after treatment with synvisc one, the pt experienced pseudosepsis symptoms such as red, hot, and painful knee. Fluid in the affected knee was drained and cultured. The results came back negative. No other info was available. Additional info was received from the hcp on (B)(6) 2009. The pt had no previous history of treatment with synvisc or synvisc one. On an unspecified date, the pt experienced a pseudoseptic reaction. The hcp characterized the symptoms of the reaction as knee redness and swelling. It was confirmed that the joint was aspirated. There was an increase in white blood cells (wbcs) and culture was negative. The pt was treated with intra-articular steroids. The hcp indicated that the reaction was a chemical response, possibly due to a component of synvisc one. At the time of this report, the outcome of the pt was unk. For additional events from this reporter see (B)(4). Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.